Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received replace battery now alarm. The customer did not received a low battery alert prior to the replace battery now alarm. It was stated that battery cap was not loose or damaged. This was the second occurrence of replace battery now alarm without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The power management tool confirmed power loss alarm ( pump error 25) was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The pump passed sleep current measurement, self test and displacement test.